Event description:
It was reported that the patient with this pacemaker and right atrial (ra) lead experienced a syncopal episode. It was noted there was noise on the ra channel and loss of capture (loc). A recorded right atrial automatic threshold (raat) test was reviewed; however, it was noted that capture could not be confirmed. It was recommended to have the local company representative paged to assess atrial lead integrity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.